Manufacturer narrative:
An event regarding arthrofibrosis of the left knee involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: -medical records received and evaluation: total knee revision surgery requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. An extensive scar tissue release was performed in combination with liner exchange as required for adequate exposure and to restore adequate stability of the arthroplasty after the procedure. Conclusions: review of the medical records provided indicated that revision surgery was required to complete an extensive scar tissue release. Arthrofibrosis (scar tissue formation around the joint) is a frequent problem of knee arthroplasty and causes can be grossly be categorized into patient and surgery related factors. The exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, additional patient history, medical records and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tight total knee. Converted tibial bearing from cs to cr.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tight total knee. Converted tibial bearing from cs to cr.